Manufacturer narrative:
(B)(4). Evaluation summary: analysis noted the stent delivery system (sds) was returned with blood on the shaft, balloon, stent implant and in the guide wire lumen. There was contrast in the inflation lumen. The stent implant was stationary on the balloon between the markers of the tightly folded balloon. There were bent distal stent struts noted consistent with the reported information. There was no other damage to the stent implant. There were bends in the proximal end of the hypotube noted. The hypotube bends were not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. There was no other damage noted to the sds. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The 3.0 x 28 mm xience v was delivered to the mid right coronary artery (rca), which is distal to the first stent implanted in the proximal (rca); however, would not cross and became stuck with the deployed stent struts. Resistance was felt during retraction and after withdrawal, the distal struts were found to be flared. It should be noted that the xience japan instructions for use states that treating more than one vessel per coronary artery with these stents, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. In this case it appears that the 3.0 x 28 mm stent interacted with the previously implanted stent and subsequently contributed to the reported failure to cross which lead to the stent damage and difficulty to remove during retraction. The failure to cross, stent damage and difficulty to remove appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this incident. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, a quality control audit inspection is used to verify the product quality. Based on the lot history record review, the query of the complaint handling database for similar incidents for this lot and the reported information, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: fielder fc. Guide cath: brite tip 8 f jr4.0. Stent: xience v 3.5x28. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the target lesion was in the right coronary artery (rca) with a vessel diameter of 3.0 mm, and a lesion length of 25 mm. The vessel had tortuosity, heavy calcification, is de novo, eccentric, and had a 90% stenosis. Predilatation was performed with a non-abbott balloon and a 3.5 x 28 mm xience v was deployed. Postdilatation was performed with a non-abbott balloon in the proximal rca. The 3.0 x 28 mm xience v was delivered to the mid rca, but it would not cross and became stuck with the deployed stent struts. Resistance was felt during retraction and after withdrawal, the distal struts were found to be flared. A non-abbott stent was deployed to complete the procedure. No patient effects were reported. No additional information was provided.